Manufacturer narrative:
Eval summary: no x-rays or surgical notes were returned. Pt info such as height, weight, and activity level is unk. Based on the evidence available, the cause of the complaint cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the pt is experiencing swelling / inflammation and/or effusion.